Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there was a lead issue. Impedances were reading high, over 10000 on all electrodes. There was a loss of stimulation/therapeutic effect. Patient had lack of pain control at the lead location. Action required as a result of the event was reprogramming. Product issue was resolved. There was an open circuit on the lead noted and confirmed with impedance check. Lose of stimulation on lead was noted. Patient was only using 1 of 2 leads implanted. After determination of high impedance and loss of stimulation it was decided to use the other lead that was not previously being used. It was noted that the other lead had normal impedance and was turned on. Patient was receiving stimulation in all the area of pain and it was working well. Patient was happy that there was the option to use the 2nd lead. No revision would be needed for this patient. Patient was alive with no injury.